Event description:
Customer reported requiring hospitalization at a time when he was unable to use his aviva system. He reported the aviva was displaying an error with a battery symbol, then would not power on anymore. A request was made for the return of the system and a replacement was sent.